Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted concomitant medical products: part # 110024463 / liner / lot # 104440, part # 00801802802 / head / lot # 64536302, part # 010000663s / shell / lot # 6581197, part # 00625006515 /bone screw/ lot # 64303525.

Event description:
It was reported that patient underwent hip surgery approximately 5 months ago. Patient underwent revision on an unknown date due to periprosthetic fracture of the patient's femur. No products were removed; however, a competitor plate was implanted to correct the fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Corrected: h4. An x-ray was provided and reviewed by a health care professional. Radiographs concluded a right tha with fractured cerclage wires for a lateral plate with evidence of loosening of the plate and a bony fracture at the level of the top of the femoral component. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.